Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that a chip on objective lens adhesive and foreign objects on server plug in were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: adhesive around objective lens has a chip. The most probable cause was traced to a component failure. The most probable cause of the z-block has foreign objects was due to cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.